Event description:
It was reported that atrial undersensing was noted on this right atrial (ra) lead. Noise was previously reported on this ra lead, and the sensitivity was reprogrammed as a result, now leading to undersensing and inappropriate pacing. Technical services (ts) suggested reprogramming the sensitivity to avoid further undersensing, as well as troubleshooting the ra lead for potential causes of the previously reported noise. This ra lead remain in-service at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).